Manufacturer narrative:
Integra has completed their internal investigation on december 04, 2017. Failure analysis cannot be performed at this time; as reported by the customer, no product was to be returned for evaluation. Device history record review cannot be performed at this time - as no serial number or lot# have been provided. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause is not determined at this time.

Event description:
Medwatch uf/importer report# (B)(4) received from FDA on 17nov2017. A report was received that a patient received a laceration that is approximately 3 inches long over the left parietal region (not the face as previously reported), requiring 8 staples to repair, due to the loss of pressure on the mayfield holding device during a cervical fusion and repair of a thoracic kyphoscoliosis surgery. Operative note: proceeded to break scrub, with the intention to perform cervical extension for restoration of lordosis now that the osteotomies were available. At this time, it was noticed that the mayfield pin holder was not at its original location. Upon examination, significant displacement of the mayfield pin holder, with loss of the compression pressure and proceeded to reposition and secure the mayfield pin holder, confirming 60 pounds of pressure once again. The patient neck was extended in a new position. Intraoperative imaging revealed satisfactory decrease of the kyphosis, now with a neutral to slightly lordotic position. Upon visualization of the surgical field, significant closure of the osteotomies was evident. Posterolateral fusion, cervical 2 through thoracic 4 procedure. Follow up: patient was visited based on previous report of facial laceration, found that the patient had 3-inch laceration above the ear with 8 staples, no facial laceration. Patient was alert and appeared oriented and in good spirits. Incident was discussed with the neurosurgery manager who said he found out injury was to the head not the face. The pressure on the mayfield holding device is normally set at 60 and this is done by the surgeon. At some point during the case, it was found to be a 0 when the head moved causing the laceration. Action was corrected by the surgeon and the case resumed. The surgeon stated that event did not affect the surgery in any way. Date of event was provided as (B)(6) 2017.